Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the fixation tab came off the suture during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4). (B)(4) - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: "did the fixation feature not engaged in tissue? No further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. Lot number? No further information is available. No further information will be provided." Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/03/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: it was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2022 and barbed suture was used. During the procedure, the fixation tab came off the suture during use. A like device was opened and used. No adverse patient consequences were reported. Additional information was requested. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m product complaint # (B)(4). Date sent to the FDA: 08/03/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: e2, g2 trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.